Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons not working at time and hard to suspend when needed also buttons less responsive and sometimes has to press buttons twice. The customer blood glucose level was unknown. Customer stated insulin pump was rejected battery and rewind more than once and slower during rewind. The device will not be returned for analysis.